Manufacturer narrative:
(B)(4). This report for a supply bag disconnecting was not confirmed in the lab due to a lack of sample; however, per the complaint information the cause of the separation is due to one of the supply bags falling and disconnecting. The lot number is unknown therefore a batch review was not performed. Labeling review found the labeling adequate for the user error identified in this complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded, therefore, baxter cannot determine root cause.

Event description:
A customer contacted baxter's technical service center and reported a disconnection. The bag fell and got disconnected from the cassette spike during dwell 1. The technical service representative (tsr) advised the home patient (hp) to end the therapy and start over using new supplies. Product surveillance contacted the patient on (B)(6) 2010. According to the patient, the bag fell off the cycler, causing to disconnect. The patient stated there were no defects in any of the supplies. There was no patient injury or medical intervention associated with this event.